Event description:
It was reported to philips that the system could not be started. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected remotely and confirmed that the system could not be started. Rse troubleshooted the system with the help of hospital staff and identified a defective fuse in the system. The cause of the defective fuse was unknown. The customer replaced the defective fuse which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that the system booted up but there were no images on the live monitor. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported issue. The rse worked with the hospital biomed and identified that a fuse in the mains power distribution unit (mpdu) was defective, which prevented the image processing pc from booting up hence, there were no images on the monitor. The hospital biomed replaced the faulty fuse to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The cause of the faulty fuse could not be determined. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.